Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
Olympus reviewed the following literature titled ¿traction clip closure of small bowel perforation during single-balloon enteroscopy in a patient with surgical altered anatomy¿. Summary: endoscopic retrograde cholangiopancreatography (ercp) of surgically altered gastrointestinal anatomy (saa) remains technically challenging. Ercp perforation rates in saa are 2¿5% [1]. Endoscopists should familiarize themselves with troubleshooting techniques to effectively manage these complications. Type of adverse events/number of patients. Inappropriate endoscopic manipulation caused extensive mucosal lacerations and perforations requiring traction clip closure (1 case).

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.